Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the non-calcified and moderately tortuous distal right coronary artery (rca). The physician placed another manufacturer's 2.5mm x 23mm stent in the rca and attempted to post-dilate the stent with the 20mm x 30mm apex monorail balloon catheter. The apex balloon was inflated one time to 12 atms and then ruptured. The physician successfully completed the procedure using a different device. No patient complications were listed and the patients status was reported as 'good'.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the non-calcified and moderately tortuous distal right coronary artery (rca). The physician placed another manufacturer's 2.5mm x 23mm stent in the rca and attempted to post-dilate the stent with the 20mm x 30mm apex monorail balloon catheter. The apex balloon was inflated one time to 12 atms and then ruptured. The physician successfully completed the procedure using a different device. No patient complications were listed and the patient's status was reported as 'good'.

Manufacturer narrative:
Device evaluated by manufacturer: an examination of the returned device revealed a pinhole leak was located over the proximal edge of the proximal markerband. A detailed microscopic examination of the balloon material and proximal markerband could not identify any issues which could potentially have contributed to the pinhole leak. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).